Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump had a syringe flange not in place alarm during set up. The biomed found multiple instances of error, re-calibrated the syringe size and position then there were no further errors. There was no reported adverse event.